Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit not functional. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: h6(type of investigation, investigation findings, component code, health effect ¿ impact codes, investigation conclusion). Corrected fields: h6(health effect ¿ clinical code). Additional information: e1(event site telephone:+: (B)(6)), e3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that, the cs300 intra aortic balloon pump (iabp) unit not functional. Patient involvement was unknown. A getinge field service engineer (fse) reported that customer declining service and is not interested in repairing unit and getinge does not recommend use. No diagnosis or repair have been performed. Closing ticket accordingly.